Manufacturer narrative:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a donor nephrectomy, the surgeon fired the device to renal artery and started to cut the tissue with scissors. Bleeding occurred. Two clipping were performed as well. New device was opened to correct the problem. No known adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one multifire endo ta 30-2.5 12mm stapler and one multifire endo ta 30-2.5 dlu. The visual inspection and functional evaluation of the devices had acceptable results. Visual and functional testing of the returned products confirmed the products, as received, met specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.